Event description:
It was reported that the battery of the t:slim x2 pump would not charge, and the pump's screen remained dark and unresponsive. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no reported adverse impact on customer's blood glucose level.